Event description:
It was found that the hand piece no longer meets the specifications for frequency. Device was about to be used during an unknown procedure. Another hand piece completed case. No patient consequence.